Event description:
It was reported that silicon leaked from the device before use. Reportedly, when the customer opened the new packaging and dropped the inserts on the sterile table, silicone was observed to have dropped onto the sterile field.

Manufacturer narrative:
The device was not returned for eval.